Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. This reported event was deemed reportable after receipt of the additional information. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record and or shipping inspection records. Regarding the involved product code, the trend of the tip breaking strength measured in the shipping inspection was analyzed for the past three years. No abnormality was found and no specific fluctuation in the data was observed. Simulation test: based on the simulation test results conducted in the past, it is known that a break in the wire may occur due to the following mechanisms. Factory-retained runthrough ns guidewire samples (test samples) were trapped at the distal section, and then subjected to one of the loads described below. In all cases, fracture occurred in the niti core wire inside the platinum coil. When the removal operation was performed afterwards, the platinum coil became unraveled and stretched. When the removal operation was continued further, the platinum coil will break. Electron microscopic inspection of the broken section of the niti-core wire obtained the following result: apply pulling load in one direction. The broken end of the niti-core wire was deformed in tapered shape. Dimple pattern is observed on the broken surface. The broken section was oblique. Apply bending load repeatedly. The broken end of the niti-core wire was curved. Dimple pattern was observed on the broken surface. Apply pulling load to the test sample kept in a loop shape. The broken end of the niti-core wire was curved and tapered. Torsional deformity was observed on the broken surface. Apply one-way torque load. The broken end of the niti-core wire was twisted. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. It is likely that the actual sample might have been broken by the following mechanism: the tip of the actual sample might have been trapped by the stent and then exposed to one of the loads described in the simulation test, which might have resulted in the breakage of the niti core wire inside the platinum coil section. After that, when the actual sample was pulled, the platinum coil might have become unraveled and elongated, and when the actual sample was pulled further, the platinum coils might have become broken. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the runthrough floppy was used during a pci procedure. After the lad-stenting, the ptca wire was inserted at ri, was broken while withdrawing of the wire. The doctor tried inserting a wire again, although it was impossible to insert it to ri (the broken ptca wire was found (attached) at the stent.) The patient was harmed, non-serious. The procedure outcome was not reported. Additional information was received on 05nov2021: runthrough ns was not removed. An additional wire insertion was attempted, with boston scientific wire. Additional information was received on 08nov2021: the wire was reported to no longer be remaining in the patient's body. Additional information was received on 09nov2021: runthrough ns was reported to be currently remaining in the patients' body. The doctor commented that the wire is remaining in the side branch not the main branch. The patient was reported to be at ICU, maintaining stable condition.